Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation, and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the physician was attempting to treat a dural arteriovenous fistula (davf) via the left superficial temporal artery (sta) and occipital arteries. External carotid artery (eca) access via a 6f and 5f catheter. The superior cerebral artery (sca) was initially cannulated with difficulty and the scepter mini balloon was able to be advanced into the parietal sta branch with a combination of guidewires. The hybrid wire was particularly prone to tangling during the placement of the scepter mini and had to be withdrawn into the mini multiple times to disentangle it. Angiograms through the scepter mini were performed at this location and was decided not to use liquid embolic at this site and therefore switch catheter position to the occipital artery. A combination of the same guide wires was used with difficulty to track the same scepter mini balloon into the distal occipital artery. Another angiography was performed through the mini and once again it was deemed inappropriate to use liquid embolic at this location. The scepter mini was then advanced into the middle meningeal artery (mma) with the aid of the guide wire; however, upon withdrawing the wire from the scepter mini, white strands of material were noted to be clinging to the tip and body of the guide wire. The wire appeared otherwise intact, and the catheter was aspirated and appeared to still be patent. Angiography confirmed no involvement of the mma in the davf and no embolization of any foreign material, so the scepter mini was withdrawn from the patient and the case concluded. The patient was reported to be doing well.

Manufacturer narrative:
The following fields have been corrected: d1 - brand name. D2 a - common device name. D2 b - device product code. Investigation conclusion: the investigation found the scepter mini balloon catheter returned deformed at the distal tip with residual contrast material in the hub. The guidewire was returned undamaged. The physical evaluation of the device could not identify the conditions or circumstances that led to the distal tip deformation, but this condition is consistent with excessive heat used during the sealing of the purge hole during device preparation. The unknown material described in the reported event was sent for ftir testing, and the resulting identification of the material included the following: 4-aminobenzoic acid, aurintricarboxylic acid, calcein, sodium potassium carbonate, and 4-acetamidobenzoyl chloride. The ftir analysis results for this unknown material are not consistent with the ptfe liner of the scepter mini balloon or the coating of the traxcess mini and hybrid guidewires and therefore, it is unlikely that the material originated from these devices.